Manufacturer narrative:
The mvp-9q has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the physician did 3 small hand puffs of contrast around the plug to check placement and detached within 60-90 seconds, at which point there was little to no cessation of flow upon immediate detachment. They watched the plug and within a minute it migrated further distal down the vessel and lodged against a curve but was not occlusive at all. At the 10 minute mark after migration the plug migrated around a curve landing further in the vessel and was still not occlusive. It is unknown if there were any related patient symptoms. The devices were flushed per the IFU. It was noted that the splenic artery was measured to be 7.2mm.